Manufacturer narrative:
Gender information was not provided. Pa(B)(4). Investigation of the reported problem found that the root cause of the issue was to related firmware issue. This problem caused by when the exposure performed at a timing which the digit of ccs system clock has counted up with a period of about 50days. The problem has been corrected in a firmware upgrade which is improved version of the program. This reported event occurred outside the USA. (B)(4).

Event description:
The customer reported as follows: after taking images, during the transmitting them, the control pc hanged up. Then it was recovered by restarting, but erased and did not save the images taken immediately prior to this. The image was retaken, resulting in unintended radiation exposure.